Event description:
When the device was used during an open gastric bypass procedure, at the second firing laterally along the stomach, the stapler cut and did not staple. It was not reported how the case was completed. There was no reported pt consequence.